Event description:
It was reported that the patient experienced a urinary tract infection and bladder infection in hospital using purewick female external catheter. Patient said it was because the nurses were not changing the wick often. It was unknown what medical intervention was provided for urinary tract infection and bladder infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient experienced a urinary tract infection and bladder infection in hospital using purewick female external catheter. Patient said it was because the nurses were not changing the wick often. It was unknown what medical intervention was provided for urinary tract infection and bladder infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.